Manufacturer narrative:
(Intervention required) - (B) (4): eval results and conclusions: graft migration, endoleak, ruptured aneurysm. Significant aortic neck angulation , iliac arteries stenosis.

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 30 months ago. At the time of implant the aneurysm was 7.4 cm in diameter the aortic neck was 22-23 mm in diameter and the iliac arteries had 50-60% stenosis bilaterally a proximal type 2 endoleak was noted, though no other endoleaks were evident. Pt had unremarkable follow-ups but presented emergently a month ago with acute back pain and hypotension, and a CT showed a ruptured aneurysm. There was also graft migration of approximately 2 cm distally below the renal arteries noted with a large type 1 endoleak. An aortocaval fistula was also evident. The left common iliac artery had 40-50% stenosis at the distal iliac limb graft. There was apparently significant neck angulation at the time of migration. A 28 aneurx cuff was implanted and ballooned, and no endoleaks were noted at the end of the case. No additional clinical sequelae were reported, and the pt is stable.